Event description:
New information received notes the physician's plan forwards was to observe for further occurrences. The noise seen on stored electrocardiograms was on sense and far-field channels and there was a higher likelihood of electromagnetic interference (emi). The patient's husband had a neurotransmitter in the back but no other source of emi was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the system. It is unknown whether the noise observed was due to electromagnetic interference (emi) or true noise as a previous system had recently been explanted for noise. The system was being monitored. The patient was stable.